Event description:
Litigation papers allege, the patient suffers from pain and elevated metal ion levels.

Manufacturer narrative:
The investigation has been reopened due to receiving revision operative notes. Depuy will notify the FDA when the investigation is complete.

Event description:
**Update** 04/26/2013 - patient's revision operative records were received. Records indicate upon revision the cloudy straw colored fluid was encountered. Also noted on the lateral aspect of the acetabulum there was a peripheral rim fracture.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.